Event description:
It was reported that during a lap cholecystectomy procedure, the device clips were dropping off of the tissue. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 03/23/2009. Info anticipated, but unavailable at this time.